Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On initial mw-192030 is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting a 9x45mm viper cortical fix screw into s1, the tip of the driver with lot #mi20637 sheered off in the screw. The tip was recovered using suction. After advancing the screw with an alternate available driver and placing remainder of screws, it was noted that the tip of driver with lot # mi34669 has been deformed.

Manufacturer narrative:
An initial report was filed based on limited information. Upon receipt of the device, it was confirmed the device was stripped. Stripping of this device is not considered to be a reportable event. However, a follow up report is being submitted as stated in the initial report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause cannot positively be determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening. A trend analysis was conducted. No emerging trends were found requiring further actions. As there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.